Event description:
It was reported that an arthrocare foot control unit was taken out of service because both the ablate and coagulation pedals worked intermittently. The reporter believed that there may be a short in the cable of the foot control unit. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.